Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the keypad were not responsive. The customer¿s blood glucose level was 146 mg/dl. Customer stated that every time that the patient is trying to unlock the button, the patient is experiencing delays. The buttons were not responsive. The device will not be returned for the analysis.